Event description:
The customer reported that the device failed to detect the fully charged battery. The customer reported that when attempting to calibrate the battery the device displayed insert battery while the charged battery was inserted. This battery was fully functional when used with other mrx devices.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to detect the fully charged battery. The customer reported that when attempting to calibrate the battery the device displayed insert battery while the charged battery was inserted. This battery was fully functional when used with other mrx devices. There was no patient involvement. The philips customer repair center (crc) evaluated the device and confirmed that the device failed to detect the battery. The crc opened the device and found that the battery pca ribbon cable connector had become dislodged. The crc reseated the battery pca ribbon cable connector which resolved this malfunction. The device passed all performance assurance tests and was returned to the customer.